Event description:
It was reported that the instrument caused incorrect cuts. This extended surgery time between 30 and 60 minutes.

Manufacturer narrative:
The affected product is not available for evaluation. A review of the device history record does not indicate any abnormalities. An engineering investigation was conducted and determined that the alignment was accurate. However, the engineer mistakenly assigned the distal lateral measurement plane to the medial side and the distal medial measurement plane to the lateral side. This mistake should not have affected the block itself but it did lead to confusion in the or because the distal measurements on the pre-op plan were not accurate. New alignment specification training is ongoing for the engineers. We feel this new training will prevent the reoccurrence of this failure mode in the future; however we will continue to monitor this device/ failure mode for future complaints.